Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined post investigation. No additional patient or event information is available.